Manufacturer narrative:
(B)(6) the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the control unit was not functioning. It was further noted that the control unit stopped functioning under 12.1 volts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the control unit on the small battery drive device was not functioning. It was further determined that the control unit stopped functioning under 12.1 volts. It was noted in the service order that the device ran very slowly and sometimes not at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.